Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the damage appears to be use related. It was reported that the guidewire met resistance during insertion and was noted to be twisted after it was removed. One 0.018¿ x 70cm guidewire was returned for investigation. Bends and kinks were observed in the distal 5.3cm of the coiled portion of the guidewire. A tactual investigation confirmed that the guiedwire was intact. The weld tip was not broken. The outside diameter (od) of the guidewire was measured with calipers and was found to be within specification. This type of damage can occur if the wire is forced against resistance or retracted through the introducer needle. One of the precautions in the IFU states, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ the IFU also states, ¿do not use excessive force when introducing guidewire.¿

Event description:
It was reported that when the guidewire was passed after the puncture, there was resistance in the passage of the guidewire, and when the guidewire was removed, it was twisted, and there were no new pass conditions. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav0980 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the guidewire was passed after the puncture, there was resistance in the passage of the guidewire, and when the guidewire was removed, it was twisted, and there were no new pass conditions. No patient injury was reported.